Event description:
A customer reported that the quick bolus/wake button on their insulin pump was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer to check that the pump was not plugged into a power source and to press the button more firmly while providing support. Despite these efforts, the button remained hard to press, leading technical support to assist the customer in removing the pump case and reassessing. As the issue persisted, it was decided that the pump would be replaced.